Manufacturer narrative:
Article citation: ghlone, paola. Cordeiro, peter. Ni, al. Hu, qunying. Ganesan, nivetha. Glasso, natasha. 10.1200/jc0.2019.37.15_suppl. Journal of clinical oncology37,no. 15_suppl (may 20, 2019) 1565-1565. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphoma with suspected alcl. This is a known potential adverse event addressed in the product labeling.

Event description:
Journal article "risk of breast implant-associated anaplastic large cell lymphoma (bia-alcl) in a cohort of 3,546 women prospectively followed after receiving textured breast implants." Stated "8 women developed alcl after a median exposure of 11.2 years." Device status and affected sides are unknown.